Event description:
The manufacturer received information from a third party service center alleging a "service required" alarm condition occurred. The device was not in patient use.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's sensor board was replaced to address the issue.